Manufacturer narrative:
(B)(4). The evaluation found the module's wireless connection capabilities inoperable due to a fluid damage. Further investigation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the components to fail, rendering the device un-repairable. The wireless battery module has been replaced.

Event description:
The customer reported that the spectrum wireless module has "fluid damage". No patient injury was reported. No further information was available.